Manufacturer narrative:
Section a4: patient weight not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit was unable to be confirmed. Log files were not submitted. Product was not returned. Photos were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Initially provided information revealed that the user proceeded to change to battery power during this event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was producing a no external power alarm and then turning off. The patient proceeded to change to battery power. No environmental circumstances were noted to have affected mpu operation. A replacement would be sent by abbott to the patient once available. The mpu would be returned for analysis upon receipt by the site from the patient during a follow-up visit at the clinic scheduled for (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was confirmed via the mpu¿s functional analysis. The returned mpu (serial number (B)(6) was received at the service depot and was identified to have a non-conforming capacitor on its power supply printed circuit board, which could cause the no external power alarms. Downloaded log files did not indicate an issue with the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Initially provided information revealed that the user proceeded to change to battery power during this event. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.